Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'upstream occlusion' which were verified through a review of the event history log by the presence of 'upstream occlusion!' Messages but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction related to the failure. The 'upstream occlusion!' Alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.